Event description:
Follow up with the surgeon's office revealed that the infection was located at the patient's chest and neck incisions.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient underwent full vns explantation surgery due to an infection. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.